Event description:
On (B)(6) 2014, the distributor contacted animas alleging a frequent occlusion issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/25/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no activity outside of normal use. A cs 147 call service alarm was observed in the alarm history. No occlusion alarms or other errors, alarms, or warnings were duplicated during testing. The complaint was not duplicated.